Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and adhesions are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, adhesion, and migration.

Event description:
Patient reported, via ansm left side¿spontaneous and painful augmentation of the volume of the breast¿, ¿effusion with extracapsular rupture confirmed by MRI,¿ ¿lysis of periosteum and perichondrium at the bone-cartilage junction on some of the ribs with significant adhesion at this level of the periprosthetic capsule", ¿device decomposition with absence of structure and device gel cohesion which is yellowish, sticky and circulating freely in the periprosthetic capsule¿, ¿tissues local inflammation¿ and that the ¿prosthesis is completely degraded, with their contents spread in the entire thoracic cavity.¿ the device has been explanted.

Manufacturer narrative:
Clarification to affected device information: device information with serial number: (B)(6) ; lot number 2647305; catalog number: n-trm310 and device information with serial number: (B)(6) ; lot number: 2662275 and catalog number n-trm310 were both provided however the sides were not identified to/or assigned to the provided affected side.

Event description:
Patient reported, via ansm left side¿spontaneous and painful augmentation of the volume of the breast¿, ¿effusion with extracapsular rupture confirmed by MRI,¿ ¿lysis of periosteum and perichondrium at the bone-cartilage junction on some of the ribs with significant adhesion at this level of the periprosthetic capsule", ¿device decomposition with absence of structure and device gel cohesion which is yellowish, sticky and circulating freely in the periprosthetic capsule¿, ¿tissues local inflammation¿ and that the ¿prosthesis is completely degraded, with their contents spread in the entire thoracic cavity.¿ the device has been explanted.